Event description:
It was reported that during an in-service / training session performed by a getinge clinical support specialist, it was observed that after the cs300 intra-aortic balloon pump (iabp) was powered on and displayed the "system ok" message, the display began blinking, jumping around, and would not stop. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation), h10.

Manufacturer narrative:
Additional information was requested from the customer with regard to the repair and status of the iabp. The customer reported that they were able to reproduce the reported issue. To fix the issue, the customer replaced the display, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during an in-service / training session performed by a getinge clinical support specialist, it was observed that after the cs300 intra-aortic balloon pump (iabp) was powered on and displayed the "system ok" message, the display began blinking, jumping around, and would not stop. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
At this time, the customer has not requested for getinge to evaluate the iabp unit involved in this event. If additional information is provided, a supplemental report will be submitted. The initial reporter named is a getinge employee whose contact details are: telephone number: (B)(6), which differs from that of the event site. The full name is (B)(6).

Event description:
It was reported that during an in-service / training session performed by a getinge clinical support specialist, it was observed that after the cs300 intra-aortic balloon pump (iabp) was powered on and displayed the "system ok" message, the display began blinking, jumping around, and would not stop. There was no patient involvement, and no adverse event reported.